Event description:
It was reported the patient had not charged his ipg since (B)(6) of 2012. The patient was unable to communicate with the ipg using external devices. It was reported the patient was advised to schedule an appointment with his physician regarding the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.